Manufacturer narrative:
A ge service rep performed an on-site investigation. The high voltage cable was replaced. The system was then found to be operating as intended.

Event description:
The customer reported that the image greyed out when the arm moved past 30 degrees, resulting in a loss of the live image. There is no report of pt injury.